Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-12600. Further follow-up indicates the patient had both leads at l1 level explanted and replaced. Effective therapy has been restored.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-12600. It was reported x-rays indicated the lead was fractured. Impedances are high on all contacts. As a result, surgical intervention may be pending.